Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring c3 delivery system. It was reported that the physician could not gain access into the contralateral gate due to the patient's excessive tortuous anatomy. The contralateral gate was reportedly positioned against the posterior aortic wall. After several failed attempts to cannulate the gate, the patient was converted to an aortouniiliac with a femoral-femoral bypass. A second trunk-ipsilateral leg component was implanted within the first trunk, and a contralateral leg component was implanted on the left side to complete the procedure. Final angiography showed complete exclusion of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: (B)(4).